Manufacturer narrative:
Product analysis (B)(4): brief description of complaint: the surgeon found the adenoid tip ineffective, three adenoid tips were used with the same problem. Sparking was also observed throughout the procedure. Analysis conclusion:. Complaint not confirmed: device # 1: the complaint could not be recreated the device sparking issue that was reported in the complaint description. The device handle was not returned only the adenoid tip attachment was returned for complaint investigation which impedes functional inspection for the weak coag issue. Additionally, it was found that greater than 33% of the ¿wire square¿ is exposed and the adenoid tip housing is melted which fails to meet the acceptable damage requirements. Note: the returned adenoid tip is from the new design. Complaint not confirmed: device # 2: the complaint could not be recreated the device sparking issue that was reported in the complaint description. The device handle was not returned only the adenoid tip attachment was returned for complaint investigation which impedes functional inspection for the weak coag issue. Additionally, it was found that greater than 33% of the ¿wire square¿ is exposed and the adenoid tip housing is melted which fails to meet the acceptable damage requirements. Note: the returned adenoid tip is from the new design. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ent case, the surgeon reported sparking from the plasmablade device. This occurred with a total of three devices. There was no user or patient injury reported.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ent case, the surgeon reported sparking from the plasmablade device. This occurred with a total of three devices. There was no user or patient injury reported.